Event description:
It was reported that the ilet insulin pump¿s screen assembly separated from the device housing, with the display detaching from the backside, and the device was not connected at the time of the report. Symptoms included no adverse clinical effects. Outcomes included no impact to the user¿s health and continued use of a dexcom g7 cgm application for glucose monitoring. Investigation included customer interview and review of provided images. Investigation of this case revealed a mechanical enclosure failure consistent with screen bezel or housing separation. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage.